Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose. The customer stated that she was very fatigued in her way to the hospital. Troubleshooting was performed. The caller stated that the insulin pump was beeping and vibrating with nothing on the screen and nothing in the alarm history. The customer mentioned using the sensors, and she thinks the issue could be sensor related. The self test was performed and passed. The customer mentioned having no delivery alarms, but she changed the infusion sets and resolved the issue. The caller stated that she attempted to bolus, but she could get out of the checking settings mode. Reviewed the alarm history and found several blood glucose meter alarms. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.